Event description:
Customer reported via phone, customer was having issues with the insulin pump. Customer stated if he fills the reservoir with 250 units the insulin pump would not dispense but is able to fill tubing. Then during bolus the device will alarm no delivery. He then will place a pen at the bottom of the reservoir, had done this two or three time, and insulin will continue to administer insulin. Customer does not recall blood glucose level. Customer uses a pen to check if the drive mechanism was centered on the bottom of the reservoir or if it was off set. Troubleshooting was not performed as customer was reporting a past event that was resolved with a set change. The insulin pump is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.